Manufacturer narrative:
Investigation summary: the investigation has been completed. No device was returned for investigation. Peri-procedural adverse event(stroke): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. During proactive calls, the nurse stated that the patient had a head computed tomography which revealed an anoxic brain injury due to a brain bleed. The patient was off anticoagulation. The patient's outcome is critical.

Event description:
Clinical review/rationale: an impella cp was inserted to support the 68 year old male patient who had been admitted in with cardiogenic shock and acute myocardial infarction. The patient's comorbidities were not known at time of implant, though he was known to previously have ECMO, medical, and respiratory support. During the support on the cp pump there was a anoxic brain injury from a brain bleed was observed on day 2 of the support. How the hemorrhagic stroke was treated is not known. The patient expired after 3 days of support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
B2, b5, h1 and h6 corrected information was received.